Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Summary of patient death: none summary of patient injuries: based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effects of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Attachment article, titled "feasibility of the area reduction post-closure technique for bedside weaning of veno-arterial extracorporeal membrane oxygenation". B3 - start date of incident estimated as (B)(6) 2022. D4- the UDI is not known as the part and lot number were not provided.

Event description:
In this study, the aim was to evaluate the safety and efficacy of the area reduction post-closure technique for bedside weaning of veno-arterial extracorporeal membrane oxygenation (v-a ECMO). Adverse effects potentially related to the proglide device included: minor bleeding, manual compression and additional closure device. It was concluded that the area reduction post-closure technique was a feasible and safe strategy for bedside weaning of v-a ECMO, and may be considered as a viable option. Specific patient information is documented as unknown. Details are listed in the article, titled "feasibility of the area reduction post-closure technique for bedside weaning of veno-arterial extracorporeal membrane oxygenation".